Event description:
A pt reported inaccurate erratic results with a fastake meter. In 2001; pt's blood glucose was 30.8 and 21.3 mmol/l. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.